Manufacturer narrative:
Pending evaluation.

Event description:
As reported by the (B)(6) study, this patient was initially implanted with a right tsa on (B)(6) 2007, this (B)(6) female patient is currently 5¿6¿, weighs (B)(6), and experienced right aseptic glenoid loosening. The patient had significant pain following a house move. Very active patient did not consult for those pains that became very disabling. An x-ray confirms a probable humeral and glenoid loosening with ascent of the humeral head in relation to rotator cuff disease and the patient is deciding if she wants a revision. She will have rehabilitation until the revision. The study reports the event is not related to the device and possibly related to the procedure. The patient has a history of an acromioplasty, osteoarthritis and corticosteroid injections and a subscapularis repair during initial tsa. Revision surgery has been scheduled for (B)(6) 2020. All available information reported at this time. Action taken: rehabilitation until the patient decides if she accepts revision surgery. Last review (B)(6) 2019: revision to hemiarthroplasty. Revision surgery scheduled for (B)(6) 2020.

Manufacturer narrative:
Section h10: (d7) if explanted, give date: (B)(6) 2020. (H3) the revision reported was likely the result of an insufficient bond between the implant and the bone which led to aseptic (non-infected) loosening. However, this cannot be confirmed because the component was not returned for evaluation. Section h11: *the following sections have corrected information: (b3) date of event: (B)(6) 2020. (B5) as reported by the equinoxe shoulder study, this patient was initially implanted with a right tsa on (B)(6) 2007, this 63 y/o female patient is currently 5¿6¿, weighs 176 lbs., and experienced right aseptic glenoid loosening. The patient had significant pain following a house move. Very active patient did not consult for those pains that became very disabling. An x-ray confirms a probable humeral and glenoid loosening with ascent of the humeral head in relation to rotator cuff disease and the patient was deciding if she wanted a revision. She will have rehabilitation until the revision. The study reports the event is not related to the device and possibly related to the procedure. The patient has a history of an acromioplasty, osteoarthritis and corticosteroid injections and a subscapularis repair during initial tsa. Revision surgery occurred (B)(6) 2020. All available information reported at this time. (D2) common device name: glenoid.